Event description:
The reporter indicated that the patient was in for a routine follow-up. An inquire was performed to identify the device. An itp (inquire, telemetry, and print) was requested. During the inquiry, the programmer reported communication lost with a high level interference, and the patient received a shock. The magnet was applied and the device reinquired. Device was disabled and the magnet was removed. The programmer reported that a previous incomplete inquire had left the diagnostics disabled and no data was available for the "inappropriate" shock the patient had received. It was not determined whether communication caused the arrhythmia detection, or charging of the device caused it to lose communication with the programmer. The physician then decided that this patient would only be inquired with a magnet over the device from now on.